Manufacturer narrative:
Zoll medical corporation has not received the product for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's power button was damaged and the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.